Event description:
It was reported that when using the bd pyxis¿ es server, the patient was missing when the user was trying to pull medications. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the device inactivity threshold was previously set to 10 days, which resulted in automatic removal of the patient due to no activity within that period, customer updated the setting to 30 days, and customer verified that the issue was resolved. The system functioned as intended after the customer resolved the issue.